Event description:
On 03/09/1998 following a ptca/stent procedure, an anglo-seal device was placed in a pt's right groin. Following deployment bleeding was noted at the puncture site. Manual pressure and a femostop were applied with control of the bleeding. The pt later developed symptoms of claudication (date of onset unk). On 04/02/1998 an angiogram was performed which found a dissection plain to the right femoral artery. The pt was taken to surgery and the vessel was repaired. As of 09/02/1998 there has been no further report to the MFR of complication or pt sequelae.